Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.

Event description:
It was reported that the patient presented in the ER after experiencing pain. X-ray revealed that the lead had perforated. No pacing and low r-waves were observed. The lead was explanted.

Event description:
It was later reported that the lead was explanted when repositioning was unsuccessful due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.